Manufacturer narrative:
Concomitant products: guide wire: sion blue. Guide cath: launcher6f ebu3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to pre-dilate a moderately calcified, eccentric 90% stenosed, de novo lesion in the mildly tortuous proximal to mid left anterior descending coronary artery, a 2.5x15 trek rx balloon dilatation catheter (bdc) was advanced via radial access to the lesion without resistance. During the 1st inflation, the trek rx balloon ruptured at 12 atmospheres. The trek rx bdc was withdrawn from the anatomy without resistance and another nc trek bdc was able to complete pre-dilatation successfully. A 3.0x28 non-abbott stent was then implanted successfully completing the procedure and resulting in 0% lesion stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.